Manufacturer narrative:
(B)(4). This report is for the first in a series of two consecutive product problems with the same patient. The second issue has been reported under MDR # 9680794-2016-00169.

Event description:
It was reported the procedure was being performed in the cath lab. The boston scientific express ld 10mm stent device intended to fit down the 7fr arrow sheath was unable to be passed.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the boston scientific stent device was unable to be passed through the arrow sheath was confirmed. Returned was an arrow sheath with a boston scientific (bs) stent device through the sheath. The bs stent hub was labeled express ld 75cm and 9mm x 37mm. It was also labeled with number (B)(4). The bs stent consists of a stent over a balloon at the distal end of a catheter. The catheter is inserted into the patient through a sheath. Once the stent end of the catheter has been positioned in the vessel, the balloon is inflated, which expands the stent to a predetermined diameter. The balloon is then deflated and the catheter is withdrawn from inside the stent and out through the sheath. As received the bs device was stuck in the distal end of the arrow sheath. The balloon and the distal end of the stent device were protruding 2.5 cm from the end of the sheath. The stent was not present. Of the amount of catheter protruding, 2.0 cm was the balloon. The total balloon length measured 5.5cm. This indicated that 3.5 cm of the balloon was inside the sheath. The end of the stent device was semi-rigid. The balloon had been expanded and collapsed, but it appeared it had not fully rewrapped to its original size. The catheter was dislodged from the tip of the sheath and then other remarks: could be pulled back out of the sheath using force. The outside diameter (od) of the stent catheter measured 1.908mm in an area without the balloon. Boston scientific advertises that the minimum introducer sheath size ID for this device should be (7fr/2.33 mm/0.099inches). The specification for the ID of the arrow sheath tip is 0.097 - 0.099 inches per the sheath graphic. The specification for the arrow sheath tip is right at the minimum specified in inches by boston scientific, although it was noted that 7fr = 2.33mm is actually equal to 0.092 inches rather than 0.099 inches. The measured od of the bs catheter body (1.908mm/0.075inches) is easily within the dimension of the arrow sheath; however, that is the body size only and it appears that after inflation and deflation the balloon can exceed the minimum ID sheath size set by bs. The ID of the tip of the returned arrow sheath measured 0.100 inches using pin gauges, but the balloon had been forced through the tip so the as-manufactured size cannot be determined. A device history record review was performed on the sheath based on sales history and did not reveal any manufacturing related issues. It appeared that the problem occurred while trying to withdraw the boston scientific device through the sheath, due to the balloon not returning to its pre-insertion size after stent deployment. Based on the sample and the information provided, operational context caused or contributed to this event. No further action will be taken.